Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. D06934) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cholelithiasis ("2 large gallstone"), tooth fracture ("teeth breaking") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, cholelithiasis, tooth fracture and dyspareunia outcome was unknown. The reporter considered cholelithiasis, dyspareunia, pelvic pain and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: cholelithiasis and tooth fracture. Most recent follow-up information incorporated above includes: on 9-jun-2020: mr received: lot number added. Case become serious incident, essure removal done. New event added: pelvic pain, dyspareunia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. D06934) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cholelithiasis ("2 large gallstone"), tooth fracture ("teeth breaking") and dyspareunia ("dyspareunia painful sexual intercourse"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, cholelithiasis, tooth fracture and dyspareunia outcome was unknown. The reporter considered cholelithiasis, dyspareunia, pelvic pain and tooth fracture to be related to essure. The reporter commented: discrepancy noted in date of essure insertion: (B)(6) 2016. Concerning the injuries reported in this case, the following ones were reported via social media :cholelithiasis and tooth fracture. Lot number: d06934, manufacturing date: 2014-09, & expiration date: 2017-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: quality safety evaluation of product technical complaint on 28-jan-2020: pif received. Reporter causality comment was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.